Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ntrh, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1ntrh, ubd: 02-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported patient has mrsa and the device system is being explanted later this month. It was not known whether there were any environmental, external, or patient factors that may have led to or contributed to the issue. Patient reached out to inform their previous doctor as the patient had relocated to another state. Patient informed the hcp that pocket site had opened up and started to drain. Diagnostics were not performed on the device, swab test (B)(6) and so explant was planned. No further complications were reported or are anticipated.